Event description:
Home patient (hp) reports leak from homechoice set, at cassette and tubing interface, noted after receiving an alarm during apd treatment. Hp ended treatment and did manual exchanges. No pt injury or medical intervention required per hp. Swap device received the following day.